Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported of coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence, frequency, nocturia, dyspareunia, scar tissue, irritation and itching. A mesh revision in the operating room under neuroleptic anesthesia was performed.